Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2006, the patient underwent tha surgery with the trident cup. About 9 years after, the surgeon checked x-ray, he confirmed wear of polyethylene and the looseness (movement of cup) of cup. Therefore the surgeon performed revision surgery on (B)(6) 2015.